Event description:
It was reported that the trigger of the system 7 high speed precision saw would stick and cause the handpiece to run after the trigger was released. It was also reported that a white powder flaked off from the handpiece. This was found during cleaning at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the trigger of the system 7 high speed precision saw would stick and cause the handpiece to run after the trigger was released. It was also reported that a white powder flaked off from the handpiece. This was found during cleaning at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported events, trigger sticks causing run-on and a substance fell/came off the device, were confirmed. During the inspection the service technician observed the reported event, as the handle was severely damaged and the trigger would stick causing run-on. The motor could not initially be removed from the handle nor head removed due to the excessive corrosion. Failures were identified relating to trigger corrosion and sleeve interference, as well as, gross handle damage. Root causes of this failure include corrosion, which was identified in this case. The substance that fell or came off the device relating to leaking symptoms is likely due to a user issue and not as a result of a product failure. The presence or possibility of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A cause of this failure is not sufficiently drying the handpiece after the wash cycle. A substance inside or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.